Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer's blood glucose level was greater than 400 at the time of incident. Customer treated high blood glucose with the insulin pump. Customer did not report any symptoms. It was not mentioned if auto mode was active at the time of the incident. Follow up has been requested. Customer declined troubleshooting. The product will not be returned for analysis.